Event description:
It was reported that during a pta/stenting treatment procedure, difficulty was encountered withdrawing the sentinol biliary stent delivery catheter. The stent was tracked through a fr sheath to the lesion in the right sfa. The device was to be backed into position for stent deployment when resistance tracking the catheter was encountered. The delivery catheter and guidewire were removed from the patient as a unit. Access was regained with another wire and the procedure was completed successfully. No patient injuries or complications were reported. The patient's status was reported as 'fine'.